Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a low pressure alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a low pressure alarm. During troubleshooting, it was reported by the biomedical engineer that the issue could not be duplicated. Investigation is ongoing.

Manufacturer narrative:
No further investigation is required, as it was reported that issue was not duplicated during troubleshooting. No further actions were performed by philips regarding the reported issue of a low pressure alarm.